Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed unexpected restart. Customer blood glucose at the time of incident was unknown. The customer is not sure if the alarm reoccurred after changing battery in the insulin pump. Customer does not have an additional alkaline battery available customer was advised to continue using the device. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the unexpected restart test, self test and displacement test. Unexpected restart alarm noted during test. (B)(4).